Manufacturer narrative:
The complaint investigation for unusual curves with the bd max extended enteric bacterial panel (xebp) (ref.(B)(4) lot 0307093 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Customer provided data allowing to identify that lot 0353995 of bd max¿ enteric bacterial panel (ebp) (ref. (B)(4)) was used with the xebp lot. Review of the manufacturing records of both bd max enteric bacterial panel lot 0353995 and bd max¿ extended enteric bacterial panel lot 0307093 kit indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained about four suspected vibrio false positive results with the bd max¿ extended enteric bacterial panel (xebp) assay that presented non sigmoidal amplification curves. The suspected false positive results were obtained in run #3198 performed on instrument ct1027. Manual pcr curve adjudication was conducted across position results in run #3198. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of the run shows that for all the samples in run 3198, the pcr curve pattern showed a step dislocation in the raw pcr signal, resulting in positive results for samples b2, b4, b7 and b11. It is unlikely that the step dislocations are due to true amplification and a root cause could not be identified. This pcr curve pattern is potentially due to a normalizer drift issue on the ct1027. Bd instrument quality engineer confirmed the need to open an instrument service ticket to assess a potential normalizer drift issue on the ct1027. There is no indication of an increase in complaints for unusual curves with the bd max¿ extended enteric bacterial panel lot 0307093. The root cause is suspected to be an instrument issue, this information was transferred to the bd technical service for further investigation. The reagents are not suspected of being in cause. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while using bd max¿ extended enteric bacterial panel 4 false positive results were obtained. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from french to english: short description false positive vibrio results on bd max ct1027 detailed incident description several samples suspected of having a false positive result for vibrio on the bd max ct1027. 4 positive samples for vibrio in the same series (whereas the prevalence is normally very low) series 3891: sample b2, series 3891: sample b4, series 3891: sample b7, series 3891: sample b11, were patient samples involved? Yes those samples are patient samples were erroneous results reported to the clinician?: no. The customer looked at the pcr curves and perceived the results were erroneous. Therefore results were not reported to clinicians. Was there any impact on patients?: no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd max¿ extended enteric bacterial panel 4 false positive results were obtained. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: short description false positive vibrio results on bd max ct1027. Detailed incident description several samples suspected of having a false positive result for vibrio on the bd max ct1027. 4 positive samples for vibrio in the same series (whereas the prevalence is normally very low) series 3891: sample b2, series 3891: sample b4 , series 3891: sample b7 , series 3891: sample b11. Were patient samples involved? Yes those samples are patient samples were erroneous results reported to the clinician? No. The customer looked at the pcr curves and perceived the results were erroneous. Therefore results were not reported to clinicians. Was there any impact on patients? No.